Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results with returned strip: qc 1: 1.3 inr. Testing results with masterlot strips: qc 2: 1.3 inr, qc 3: 1.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The result of 4.6inr alleged by the customer was observed in the meter¿s patient result memory, however, the results of 6.0inr and 4.9inr were not observed in the memory. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The results from the meter were 6.0 inr, 4.9 inr, and a 4.6 inr. The customer was then tested in a laboratory with an unknown reagent and the result was 3.7 inr. All testing was performed within seven hours. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer had no symptoms of high inr results, was not anemic or polycythemic, had no antiphospholipid antibodies, and had no other anticoagulants. The customer recently suffered the flu and allergies and had changes in diet. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The suspect product was requested to be returned for investigation. Replacement product was sent.